Event description:
Disposable shaver. There is no way to tell if the item has been previously opened or used. 1. Universal precautions. 2. Hygiene. Should automatically be disposed of in sharps container; however, if not near sharps potential for problem exists.